Manufacturer narrative:
Product ID: 3487a-45, lot# v260285, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that 1 lead failed/was not working, the cause of the lead failure/low impedance was not determined, and no replacement had been done yet. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3487a-45, lot# v260285, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that surgery for the lead replacement and a new implantable pulse generator (ipg) were performed on (B)(6) 2019. The outcome of the event was resolved without sequelae. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# v260285, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead; product ID: 3487a-45, lot# v260285, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the lead disposition was unknown.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the event was resolved without sequelae as of (B)(6) 2019, not (B)(6) 2019 as previously reported.

Manufacturer narrative:
Concomitant medical product: product ID 3487a-45 lot# v260285 serial# implanted: (B)(6) 2009 explanted: (B)(6) 2019 product type lead product ID 3487a-45 lot# v260285 serial# implanted: (B)(6) 2009 explanted: (B)(6) 2019 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# v260285, implanted: (B)(6) 2009, product type: lead; product ID: 3487a-45, lot# v260285, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3487a-45, serial/lot #: (B)(4), ubd: 21-may-2013, UDI#: (B)(4); product ID: 3487a-45, serial/lot #: (B)(4), ubd: 21-may-2013, UDI#:(B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the therapy was not working; the clinical diagnosis was a loss of pain relief/back. An interrogation revealed the implantable pulse generator (ipg) was working well, but the leads were not working. X-rays were done that did not show lead migration or lead fracture; lead failure was the physician¿s diagnosis, and surgery for lead replacement was pending scheduling. It was noted that the event was possibly related to the device or therapy and unlikely related to the implant procedure. No actions/interventions were taken, and the event was ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# v260285, implanted: (B)(6) 2009, product type: lead, product ID: 3487a-45 lot# v260285, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that there was low impedance and the therapy was suspended on (B)(6) 2019. The event was ongoing as of (B)(6) 2019. No further complications were reported/anticipate d.